Event description:
It was reported that during a breast biopsy procedure, the rotation knob did not work. The procedure was stopped and the patient was rescheduled. There was no patient harm. The device will be sent to an internation service center for repair.